Manufacturer narrative:
Insulin pump alarmed during the prime test due to a faulty force sensor resistor. Damaged to the battery tube threads, reservoir tube, reservoir tube lip, belt clip slot and display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 98mg/dl. Advised insulin pump would be replaced. No additional information was provided.